Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The starclose se clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was successfully completed using a starclose se device after a arteriogram on (B)(6) 2013. On (B)(6) 2018, the patient reported that in the last couple of months, she has been experiencing pain that is worsening in her right leg that hurts when walking and is tight and painful. The pain extends to up above the groin area and the lower stomach region. The area where the clip was deployed feels tender and sore. On (B)(6) 2018 an x-ray of the groin was performed. The physician stated the starclose se clip did not show on the x-ray and that the starclose se clip may have moved in the anatomy. The patient saw the vein specialist on (B)(6) 2018. He suggested that he wanted her to have a CT scan or arteriogram, although it has not yet been performed. No additional information was provided.